Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported that this patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2022 following drain difficulty during ccpd therapy, abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2022 presented with klebsiella (species unknown) and an elevated white blood cell (wbc) count (exact count unknown). The patient was diagnosed with peritonitis due to unknown etiology; however, the pdrn affirmed this patient¿s infection was not due to a deficiency or malfunction of any fresenius product(s) or device(s). It was explained the patient has multiple comorbidities due to his advanced age that potentially caused this adverse event, including an active urinary tract infection at the time of the peritonitis diagnosis. The patient was prescribed intraperitoneal meropenem (dosage, frequency, and duration unknown) during this admission. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient is recovering from this event with an anticipated discharge date of (B)(6) 2022. The patient plans to continue ccpd therapy on the same liberty select cycler at home upon discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and drain difficulty during pd therapy. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis cannot be determined as there was no reported root cause; however, it was confirmed this adverse event was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human gastrointestinal (gi) tract, may colonize the upper aerodigestive tract and genitourinary (gu) tract. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported that this patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2022 following drain difficulty during ccpd therapy, abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2022 presented with klebsiella (species unknown) and an elevated white blood cell (wbc) count (exact count unknown). The patient was diagnosed with peritonitis due to unknown etiology; however, the pdrn affirmed this patient¿s infection was not due to a deficiency or malfunction of any fresenius product(s) or device(s). It was explained the patient has multiple comorbidities due to his advanced age that potentially caused this adverse event, including an active urinary tract infection at the time of the peritonitis diagnosis. The patient was prescribed intraperitoneal meropenem (dosage, frequency, and duration unknown) during this admission. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient is recovering from this event with an anticipated discharge date of (B)(6) 2022. The patient plans to continue ccpd therapy on the same liberty select cycler at home upon discharge.